Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, a cracked display window and a cracked case near display window corners were noted during the visual inspection.

Event description:
It as reported that there were two cracks on the insulin pump; on top of where the battery goes. The customer's blood glucose was 131 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.